Event description:
It was reported that the patient's right hip was revised. Office notes from april 2021 supplied for a knee revision report the patient developed a 'popping feeling' deep in the buttocks when taking a longer step walking. No associated pain. Intra-operatively, it was determined that the stem was impinging on the patient's acetabulum due to the presence of osteophytes around the acetabulum. The shell, liner and head were removed to remove the osteophytes, and a new shell, head and liner were implanted. Rep confirmed that there are no allegations against the revised devices, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding instability involving an unknown accolade ii 127-degree stem was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant confirmed the symptoms of hip ¿luxation¿ but did not confirm the revision tha event ¿as there are no records that document the event.¿ additionally, the review stated, ¿the root cause of the knee and hip instability cannot be defined without additional medical records. If the events, left knee and right hip revision, were confirmed the root cause of the events would be knee instability and hip instability, the origins for which could not be defined.¿ note that the investigation regarding the knee instability and revision referenced by the medical review is documented in cross-referenced. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. Office notes from (B)(6) 2021 supplied for a knee revision report the patient developed a 'popping feeling' deep in the buttocks when taking a longer step walking. No associated pain. Intra-operatively, it was determined that the stem was impinging on the patient's acetabulum due to the presence of osteophytes around the acetabulum. The shell, liner and head were removed to remove the osteophytes, and a new shell, head and liner were implanted. Rep confirmed that there are no allegations against the revised devices, and that no further information will be released by the hospital or surgeon.